Event description:
A customer reported a pt presented with tass (toxic anterior segment syndrome) following a cataract extraction procedure. The timing of the event occurred sometime after the pt stopped their prophylactic cortisone drops as planned. Additional info provided indicated that additives were introduced into the bss (balanced salt solution) used during the procedure. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.(B)(4).